Event description:
It was reported that a pump declared an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was able to resume insulin with the original cartridge after receiving tips from technical support on preventing altitude alarms, which they understood and acknowledged.